Event description:
Titanium bar, 8 dental implants. Pt has had problems right from the start, mouth became inflamed and sore. Pt had tests by an allergist and while they believe it is from the titanium bar, they could not prove it. Pt wants to have the bar removed but it is so expensive that pt cannot afford it and insurance won't pay for the procedure.